Manufacturer narrative:
Device labeling has been revised to include proper handling and use.

Event description:
The reporter stated her finger was cut when breaking the glass control ampoule for use. The glass pierced through the gauze and her glove. The user bled it out for 30 seconds and washed the site with soap and water.